Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that they do not know what the official cause of death was, but they knew that it was natural causes related to diabetes and heart issues. The caller stated that they are not sure why, but, a few days prior to passing, the customer started feeling unwell. The customer was not hospitalized. The customer had a heart disease. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not. The caller stated that they do not have the customer's insulin pump or any of the other devices; everything might have been thrown away.